Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery reciprocator device died during use. It was reported that the staff attempted to get the saw working again by connecting multiple battery packs but were unable to. There was a two minute delay in order to obtain a spare saw device. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was not working, did not function, sliding sleeve was stuck, saw head did not turn, wire insulation on the control unit was damaged, gear had rough rotation, bearings were worn, o-ring and the slide sleeve were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to material wear and age. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.